Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. At the one day post-op the pt presented with bilateral diffuse lameller keratitis (dlk) which was treated with topical steroids and a flap lift and rinse was performed. The pt responded to treatment and the dlk resolved in both eyes. The pt's pre-op bcva was 20/20 ou. The pt's current ucva is 20/15 ou.